Event description:
It was reported that the endoscopic multifeed stapler was used during a hernia repair procedure. It was reported by the affiliate that the staples would not deliver. There was no consequence to the pt. 03/27/1998 add'l info rec'd from affiliate. A second device was used to complete the case. Procedure was sometime in january.

Manufacturer narrative:
Tracking# 50847.